Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  had abnormal battery depletion. The ICD was explanted and replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419378 lead implanted: 2007-(B)(6). (B)(4)